Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "doing case and noticed targeting arm was cracked and speed sleeve did not target distal screw properly. The drill bit went posterior. The nail was already seated so we just used a different speed sleeve."

Manufacturer narrative:
The alleged event was not confirmed. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). Although distributed in 2011 the item showed the typical signs of use but was fully functional. Alleged improper accuracy in targeting could not be reproduce. In case of any deviation it is realized prior to use. Preoperative testing is required in the labelling; maintaining measures during and after re-processing is also highlighted in the labelling. Although a root cause could not be determined the alleged event was classified having been caused by a suboptimal intra-operative procedure and was regarded being user related. In case other essential information becomes available were reserve the right to re-reopen the case for investigation and to assess a new root cause.

Event description:
As reported: "doing case and noticed targeting arm was cracked and speed sleeve did not target distal screw properly. The drill bit went posterior. The nail was already seated so we just used a different speed sleeve."